Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Two internal iliac components (iic) were implanted in the right internal iliac artery using a non-gore guidewire. When a mob balloon was inserted for touch-up, the balloon got caught, causing one of the iics on the proximal side to migrate distally. A sheath was used to deliver the contralateral leg to place it in the connection between the iliac branch component (ibc) and iic. However, it could not be advanced past the flow divider of the ibc. When the physician attempted to remove the sheath, the contralateral leg was deployed within the sheath. Since the sheath remained inside the patient, the physician removed it along with the contralateral leg. Another iic was implanted in the connection between the ibc and iic alternatively. The patient tolerated the procedure. The physician¿s comment: ¿the compatibility between the mob balloon and the guidewire was poor. The balloon was pushed up too far and it caused the iic to migrate.¿

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: unintentional/premature component deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.